Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that the thresholds were high on the lv lead and the atrial lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that the thresholds were high on the lv lead and the atrial lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 383059 implantable pacing leads (B)(6) 2009 7122 competitor implantable tachy lead (B)(6) 2009 d284trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.